Event description:
Healthcare professional reported right side "swelling, pain and exchange from textured to smooth breast implants" and added "late onset breast seroma". Device has been explanted and discarded.

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late onset breast seroma".